Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was early depletion of the ins battery within 7 months. The ins was checked by the patient programmer. There were no external contributing factors. No diagnostics or troubleshooting was performed. No interventions or actions were performed. The ins was still in use. The issue was not resolved at the time of this report. No surgical intervention occurred, unknown if planned. It was noted that the patient is from (B)(6), and they may travel back to (B)(6) for further follow up. The patient was alive with no injury. Patient past medical history is (B)(6). No further complications were reported or anticipated.